Event description:
It was reported an angio-seal device was deployed by an uncertified physician under the supervision of a colleague. Blood flow through the leg was insufficient and the angio-seal device was surgically removed.